Manufacturer narrative:
Device evaluation summary : the reported results issue was not verified during service. The service technician was unable to duplicate the issue. The service technician gave the sensors a deep cleaning and restarted the instrument and it seemed to function normally after that. Post-repair testing was performed per specifications. Note: the instrument was analyzed/serviced by a field service technician within the facility the instrument did not return to a medtronic facility for analysis/service. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that the hms plus instrument was terminating the test early, which showed up as a result below the accepted norm for bypass, and as a result the patient was exposed to more fresh frozen plasma (ffp) and given more heparin than was likely necessary. The test was verified to have an act of >999 seconds on the hepcon in room 6 of the facility, while it showed 100-300 seconds (480+ seconds is considered acceptable for bypass) on the hms plus instrument in room 7. All quality controls had been successfully performed. After giving the sensors a deep cleaning and restarting the instrument, it appeared to function normally. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. The customer requested an instrument inspection prior to next use. Medtronic received additional information that quality control is performed for this instrument weekly for liquid quality control, and every 8 hours for electronic quality control (eqc). There were no error codes associated with the reported issue. It was reported that the patient is a baby (exact age unknown) and it was stated that they were doing well in the days following the procedure.